Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 10/30/2014 but did not display readings. The reported event of intermittent out of range could not be confirmed.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.